Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The results of the investigation are inconclusive and the root cause is unknown as no sample was returned for eval. Although the results of the investigation are inconclusive, info implies that a contributing element to this issue may have been user related. According to info rec'd, this facility was new users of the vena cava filters. It was reported that the dr was loosening the screw below the port wen it should have been tight. The IFU (information for use) states: tighten the touhy- borst adapter valve to minimize reflux of saline toward the feeder,but no tight as to prevent the pusher wire from advancing freely. Advance the filter by moving the nitinol pusher wire forward throught the introudcer catheter, advancing the filter with each forward montion of the pusher wire. Do not pull back on the pusher wire, only advance forward with filter in place. To address this, in-service training was provided to the customer by the sales territory mgr after the incident occurred.